Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer face of the external valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Boston scientific's investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during the unknown procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the farawave was inserted into the faradrive sheath at left atrium and when the farawave was visible, air was aspirated from the sheath. After third syringe with air bubble the faradrive sheath was replaced with another of same model and the procedure was completed successfully. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the farawave was inserted into the faradrive sheath at left atrium and when the farawave was visible, air was aspirated from the sheath. After third syringe with air bubble the faradrive sheath was replaced with another of same model and the procedure was completed successfully. No patient complications have been reported. The product is in route to boston scientific for analysis.